Event description:
It was reported, that the right atrial (ra) lead was explanted and replaced, due to dislodgement. A new ra lead was successfully implanted. And all measurements were within range. The patient was stable.

Event description:
New information received notes the right atrial (ra) lead was picking up ventricular signals prior to the procedure.